Manufacturer narrative:
Additional information was received indicating the patient passed away on pod 6. The patient suffered a sudden respiratory distress and was cyanotic, resulting in a pea requiring resurrection. The family requested comfort measures. The echo performed showed the valve was well-positioned. No autopsy was performed. There is no information provided to indicate the death was related to the device and/or procedure.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, a 26 mm sapien 3 case by right tf approach. Valve alignment done in descending aorta, which was significantly torturous. Some resistance was experienced during valve alignment. Edwards commander delivery system advanced around the aortic arch and across the native valve. When unlocking the inflation device, blood was observed in the system and it was believed the balloon had been compromised. The system including was removed uneventfully. The balloon was noted to have a tear in it. New devices were prepped and the esheath was pulled back 3-4 cm to allow for valve alignment in a straighter portion of the aorta, which was done uneventfully and the valve was successfully deployed in optimal position. The patient was transferred to recovery in stable condition. The physician feels the issue was related to patient anatomy and attempting to perform valve alignment in a torturous portion of the aorta.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Additionally, no device photographs, videos, or imagery relevant to the reported event was provided with the complaint. As the device and relevant photographs were not returned for evaluation, the complaint, ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿, were unable to be confirmed. Engineering was unable to perform any visual, functional or dimensional analysis. No manufacturing non-conformance's could be identified. A review of DHR, complaint history analysis, and manufacturing mitigation's did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. A review of manufacturing mitigation additionally supported that the delivery system has proper inspections in place to detect issues related to the reported events. Since the balloon was not inflated, it is likely that the balloon tear occurred before attempting valve deployment. Although information regarding the location of the tear was not provided, it is possible the tear occurred at the I/c bond. Review of complaint history shows that difficulty with valve alignment can contribute to this failure mode, and this issue and associated risks have been documented in a pra. Performing valve alignment at a bend or angle (such as in tortuous patient anatomy) can cause the thv to unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a separation of the inflation and crimp balloon bond. Engineering studies that simulated these conditions were able to recreate high enough valve alignment forces to potentially cause a material failure. Per the customer report, the physician ¿feels the issue was related to patient anatomy and attempting to perform valve alignment in a torturous portion of the aorta.¿ it was stated in the case notes that severe calcification and tortuosity were present in the patient¿s anatomy. As described above, performing valve alignment (va) and fine adjustment in a non-straight section of the aorta can increase the difficulty of these processes and may contribute to a tear in the balloon. Calcification can also contribute to a tear by weakening or puncturing the balloon. Available information suggests that patient/procedural factors may have contributed to the complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿. However, a definitive root cause is unable to be determined. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rates do not exceed the august 2017 control limits for the trend categories ¿valve alignment difficulties¿ and ¿damaged¿. Therefore, no corrective or preventative action is required.